Event description:
Download data revealed that a (B)(6) male patient was receiving a service code 110 (over voltage cleared - no energy). Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation, the monitor displayed a service code 110. Capacitor c10 on the c/a board was thermally damaged, causing the service code. The root cause for the thermal damage to c10 could not be positively identified. No adverse event resulted from the damaged c10 capacitor. The patient rec'd a replacement monitor.